Event description:
Trestle screw back-out at the c7 vertebrae was discovered during a (B)(6) 2011 post-op visit. Revision surgery was reported to have taken place the (B)(6) at which time the surgeon elected to remove the entire trestle system and replace it with the alphatec trestle luxe system. A date of (B)(6) 2011 is assumed for this report as it is the (B)(6). The trestle anterior cervical plating system was originally implanted (B)(6) 2011.

Manufacturer narrative:
An evaluation cannot be conducted. The suspect device was discarded by the user facility who has not provided the identifying lot number. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. Both the surgical technique and instruction for use (ins-014) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9 degrees may prohibit proper seating.